Event description:
On (B)(6) 2019, a customer in the united states reported a qcv failure that occurred on (B)(6) 2019 in association with the minividas® instrument. The customer reported the qcv failed twice. The last good qcv was (B)(6) 2019 and the customer stopped using on (B)(6) 2019. The customer performed a retrospective analysis for the period of (B)(6) 2019-(B)(6) 2019, and found four patient samples that were run in position. The assays were repeated for the four samples. Three patient samples had the same result, and one patient result with the vidas pct (procalcitonin) assay had a different result. The was first result was reported on (B)(6) 2019 as negative (<0.05 ng/ml) and the repeat test gave positive (2.30 ng/ml) result. The physician was notified on (B)(6) 2019, and it was unknown if patient treatment was impacted. A field service engineer (fse) went to the site to inspect the instrument. Each position was inspected and only was clogged. The fse cleaned the clogged port, adjusted the optics, and then ran all qualification assays in which the values were within specifications. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states regarding a qcv-detected failure with the minividas® system. Biomérieux investigation was conducted. A field service engineer (fse) intervention was performed on 27feb2019. According to the mar1901 (vidas® & mini vidas® - updated troubleshooting guideline for qcv), the fse performed several actions: visual inspection of the seals (unstuck dot, crystallization, misplaced or glued dots, debris, fibres, aluminum particles) : the seals were in good state, no defects or debris. Replacement of the seals was performed. Visual inspection (in the tray, on the door, on the shield insulate plate, on the bottom of the frame) : nothing to report performed a pump tester (expected value >= 140). Pump tester failed : value for the position a1 = 73 which showed a clogged port on a1. Except a1, all others positions were correct (section a and b). Performed pump cleaning on the section a (where ptv < 140). Performed a new pump tester after the cleaning (expected value [?] 140). Value for the position a1 was 190, in the range. All passed after cleaning. Checked solid phase receptacle (spr) blocks for section a and b: door plunger ball check. Striker plate check. Spring integrity check. Free and smooth vertical movement of spr blocks. Clean and lubricate the screws holding the spr block. Checked spr blocks alignment for section a and b: check spr block and adjust. Checked tower height for section a and b: checked tower height and adjust. Checked pump block for section a and b : checked pump block (movement, pump sensor[?]) And adjust. Checked retainer plate integrity. Checked tray depth for section a and b: checked tray depth and adjust. Optical check: performed a calibration to set properly the digipot after the cleaning = conform. Air reading = conform. Check calibrator strip reading = no conform optical calibration. Optical qualification. Opt test = conform. Performed a leak test and qcv test performed in order to qualify the instrument. The tv1 and r3 result values were conformed to requirements for all tray positions. The retrospective analysis was performed between 12feb2019 (last good qcv) and 19feb2019 (date of qcv failure): four (4) samples were run in that position for vidas pct (procalcitonin), the samples were also reran in other positions. For two samples, there was no interpretation change. There were two pct samples affected by the issue with a potential interpretation change (depending on the clinical context: sepsis or low respiratory tract infection) sample 2 : with 1st result <0.05; retested 2.30 ng/ml; the first result was underestimated; sample 3 : with 1st result 0.31; retested <0.05 ng/ml; the first result was overestimated. All the results were reported to the physician, and the customer had no additional information concerning patient treatment or outcome. Conclusion : the cause of the qcv failure was due to a clog on position 1 of section a1. The position was cleaned with a cleaning tool and the section passed qcv. A qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. A field safety notice (fsca 3749-1) was issued 28-mar-2018 advising customers to increase the frequency of the quality control vidas® (qcv®) testing to weekly rather than monthly to reduce the period of potential retrospective analyses needed, and to continue to conduct a visual inspection of the spr® (solid phase receptacle) after each test.